Event description:
Consumer reported complaint for error message (e-5). Nurse is calling on behalf of the customer. The customer reported having a headache; medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room or the bedroom. The customer's test strips are expired: manufacturer's expiration date is 09/30/2022. The customer did not have another vial of test strips that had been stored and handled correctly.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were not returned for evaluation. Test strip lot number is expired - unable to perform retention testing. Most likely underlying root cause: mlc-012: product expired note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 31-oct-2023: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were returned - test strips are expired, unable to test. Most likely underlying root cause: mlc-012: product expired.